Manufacturer narrative:
(B)(4).

Event description:
On (B)(6), 2005, the patient was implanted with two conformable gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. On (B)(6), 2015, disease progression and an aneurysm enlargement were reported, pointing to a follow-up imaging date of (B)(6), 2015. According to additional information provided on (B)(6), 2015, the enlargement was believed to have been first noticed in 2010 with no change in 2011 and 2012 but with an overall growth of more than 5 mm. The physician has decided to keep monitoring the patient until there is a pathological change or patient symptoms occur. The distal end of one of the gore tag thoracic endoprostheses appears to project into the patient's aorta as the changing aneurysm has altered the angulation of the neck.